Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that troubleshooting performed included interrogating the impedances. The battery life was okay. The cause was noted as related to the recharging of the device not being well organized. It was advised to retrain the patient and help them create a recharge schedule. The schedule should help the patient to create a habit of recharging. It was unknown if the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that stimulation was turning off. There was a loss of stimulation. The stimulation was switching off and increase in having to charge. The recharging of the implantable neurostimulator (ins) was not well organized and it was advised to retrain the patient and create a recharging schedule. It was not known if there was any environmental/external/patient factors that may have led or contributed to the issue. The ins was interrogated and no obvious issues could be identified. Impedance check was okay. The battery life was good. The recharger was working with no issues. The issue was not resolved at the time of report.